Event description:
I was hospitalized in '08, for severe abdominal pains. After 3 days, I was sent home and told to see my regular doctor which began a series of cat scans, blood tests upper and lower gi's, cystoscopy, and many antibiotics and other medications that did not improve my condition. In 2009, the transvaginal mesh was finally removed from my body and I finally had some relief from the agony of the previous 9 months. I have suffered from mental trauma, anxiety, and permanent damage to my bladder, bowel, and vaginal area. The surgical mesh was found to have eroded into my organs which will be a problem for me for the rest of my life. No other products were implanted except the transvaginal mesh patch. Dates of use: 2007 -- 2009. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: bladder prolapse.